Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation device not returned to manufacturer.

Event description:
On (B)(6)2023 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, the keypad was missing from the dome. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, the keypad was missing from the dome. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. According to information provided by technician, defective vlt-ace 400/600 - light head keypad (ard568805501) was replaced, and device was released to use. Based on the information collected, it was established that when the event occurred, surgical light did not meet its specification, as the keypad was missing from the dome location, which can be considered as a technical deficiency, and in this way the device contributed to the event. Provided information indicates that upon the event occurrence, the device was not being used for patient treatment. According to the information gathered, the issue was discovered by hospital maintenance during daily inspection of the operating room. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the cover¿s breakage, resulting in missing particles is very low. The analysis related to the issue of the missing keypad from the dome has been performed by the subject matter experts at the manufacturing site. As they stated, the missing keypad detected during servicing was probably removed previously, the reason has not been indicated. To prevent any incident the volista instruction for use IFU 01781 mentions: warning! Risk of injury/infection. The use of a damaged device may lead to a risk of injury for users or a risk of infection for patients. Do not use a damaged device (volista IFU 01781 en 19, page 30 ¿ for more details see attached extract). It is also mentioned to check the device for impact damage during daily inspections before use: 1. Check that the control keypad is properly positioned on the lighthead. 2. Visually inspect the control keypad. 3. If a problem is noted, contact technical support. (Volista IFU 01781 en 19, page 38) we believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).